Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that after an endoscopic vein harvesting procedure, using vasoview hemopro 2, the patient experienced a pulmonary embolism. The hospital reports the patient was placed on warfarin and subsequently discharged.